Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line)which occurred on the home choice (hc) during dwell 3 of 5. The caregiver (cg) stated that the home patient (hp) had only disconnected after alarm had occurred. The cg stated that there were no leaks this time, however; the hp did have a recent occurrence where the stainless steel transfer set had leaked. The technical service representative (tsr) asked the cg if the transfer set had been replaced, and the cg stated that it had not been. The tsr advised the cg to end therapy on the hc and call the patient's registered nurse about the possible exposure to unsterile air. The cg stated that the hp was on antibiotics already. The tsr advised the cg to call the rn about the transfer set issue, and the cg ended therapy for the night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the hp on (B)(4) 2012. He stated that he did not recall the transfer set leak. Bps contacted the registered nurse on (B)(4) 2012. She stated that the cause of the leaking transfer set was unknown. The transfer set had been recently placed as the patient has only been doing peritoneal dialysis therapy for 3 months. He does not use manual supplies. The patient had been put on antibiotics as a preventative measure only. The nurse had no information regarding where the leak was coming from, but it occurred during the patient's sleep. The patient stores the catheter in a pouch and does use an unknown antiseptic solution on it, dabbing the solution on. No previous difficulties or damage was reported in regards to the transfer set. The lot number was unknown, and the patient had refused to have the transfer set replaced, so there is no sample available. There were no adverse events reported in relation to this event, and the patient has been continuing therapy successfully since.